Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The devices were not returned for evaluation; at the time of this report and based on the article, the devices remain implanted in the patients. However, there was no allegation or indication a device malfunction contributed to these adverse events. In this case, per article, independent predictors of need for pmi after sapien 3 placement included a history of syncope, longer qrs duration, pre-existing rbbb and a higher degree of valve oversizing. In addition, the cause for the conduction disorder are related to the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A single-center study published journal article, ¿development of a risk score to predict new pacemaker implantation after transcatheter aortic valve replacement¿ was analyzed. The study was from october 2013 through december 2018 (n =1,266). Included in the analysis was an evaluation of all patients without prior valve procedures undergoing elective tavr with the edwards sapien 3 valve (n = 1,266). Multivariate analysis was performed to evaluate for predictors of pmi in this population in a derivation cohort of patients with complete data (n= 778), and this model was used to develop the risk score, which was tested in a validation cohort (n=367). There were 57 patients in the derivation cohort that required pmi. This report is for 45 patients who received a ppi post tavr.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.